Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked in multiple locations along the hypotube shaft. The coil was detached from the pusher assembly, and damaged along its length. The stretch resistant (sr) wire of the coil was fractured, and the proximal constraint sphere was stuck inside the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned ruby coil confirmed the complaint that the coil was detached from the pusher assembly. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance the ruby coil pass the halfway point of another manufacturer's microcatheter. While removing the ruby coil, it unintentionally detached. The physician decided to change out the microcatheter and noticed that it was kinked at the distal end. The procedure was completed using a new ruby coil and a px slim delivery microcatheter. There was no report of an adverse effect to the patient.